Event description:
Voluntary report was received from phd dir, office of surveillance and biometric, FDA. Pt with a total knee replacement had a left knee arthroscopy using the generator with the vulcan ablator-s 90' 3.5mm high profile probe. Group pad was placed with good contact on right upper thigh. During procedure, generator alarm indicated a ground interruption. The connection was checked first then the ground pad was removed and the other rectangular area where adhesive attached to the skin, was slightly pink in color without raised areas. Pad was reapplied and procedure continued. In pacu, pt complained to rn of painful area on right upper thigh. Three small blisters were noted where ground pad was placed. Pt was contacted four days later and skin healed well.

Manufacturer narrative:
Device is not being returned for eval.